Manufacturer narrative:
The biomed customer replaced the power supply to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not charging the battery. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed has advised replacing the power management board did not resolve the problem with the battery charging. The rse provided biomed with the requested part #'s for the power supply and ui assembly. Resolution and disposition are pending - investigation ongoing.